Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations of oversensing and noisy signals.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode in primary configuration due to non-physiological artefacts. The artefacts were not reproducible upon provocation. Technical services (ts) provided troubleshooting options. Additional information was provided. The physician decided to explant and replaced the s-ICD system. No additional adverse patient effects were reported. The electrode was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode in primary configuration due to non-physiological artefacts. The artefacts were not reproducible upon provocation. Technical services (ts) provided troubleshooting options. Additional information was provided. The physician decided to explant and replaced the s-ICD system. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.